Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "tip of the screwdriver broke off in the acetabular screw. The tip was stuck in the screw and so was left in the patient. Was flush with the top of the screw, so did not obstruct the insertion of the liner."